Event description:
A notification was received via abiomed's long-term outcome and quality indication impella registry regarding a patient who experienced a cerebral vascular accident. The patient was a status 7 on the orthotopic heart transplant list and unable to move forward due to pulmonary hypertension. The decision was made to place and impella 5.5 for mechanical circulatory support during bridge to transplant. Approximately 12 days later an impella rp flex was placed for bipella support. Approximately 12 days thereafter bipella support initiation, a computed tomography head scan revealed a brain mass. Anticoagulation was put on standby overnight and motor current of the impella rp flex was monitored. A repeat scan was completed. The etiology was being discussed as either hemorrhage or malignancy. Patient survived the event, and the adverse event was determined to be "probably" related to the device(s) used.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two devices associated with this event and patient's implant experience. Refer to manufacturing report number 1220648-2025-25809 for the impella 5.5 device.